Event description:
User called to report he had just returned from vacation and his cushion developed a leak while on vacation. He has patched the cushion several times but was unable to get the patch to stop the leak. He stated that he has developed a pressure sore on his buttocks due to the deflated cushion. The cushion was returned to roho for evaluation on 11/6/2025. Evaluation of the cushion showed one of the patches was leaking air. The cell with the leaking patch was dissected and it was determined there was a tear under the patch which was likely too large for the patch to stop the leak. There was another patch on the same cell which also had a tear underneath it but this patch was properly sealed. The inside of the leaking cell showed signs of fatigue including a crease. A replacement cushion was provided to the user.

Manufacturer narrative:
Inspection of the returned cushion identified the root cause to be usual wear and tear evidenced by the fatigued appearance of the inner surfaces including creases. The tears observed may have been a result of an original leak which was torn in the repair process. The cushion was still within the warranty period and replaced for the end user. The failure mode observed is a known failure mode. Patch/repair kits are provided with the cushions in order to allow the end users to repair minor leaks. Inspection identified the user in this case was aware of this since there were several patches applied to the cushion. The leak for this complaint became non-repairable once the neoprene tore and became too large to reasonably patch.